Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that a sensor was stuck in the serter. Customer's blood glucose level was 36 mg/dl. The customer ate a bowl of cereal to treat her blood glucose level. The needle hub assembly was not release from the serter. The device was not returned.